Event description:
The facility's biomed technician reported a fail code 550. Information was requested by baxter regarding whether or not the pump was in use on a patient when the failure occurred, specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. There have been no incidents reports filed since the last baxter service event.